Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt received 6 inappropriate shocks due to noise and the impedance measurement made on the lead by the associated ovatio, (B)(4) was <200 ohms. The physician is requesting recommendations.